Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (sn (B)(6)) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced elevated impedances and a gradual worsening of symptoms over time. No environmental, external, or patient factors were identified as contributing to the issue. Diagnostics involved swapping ports and the battery to rule out battery-related issues, ultimately leading to the replacement of the extension wire and battery due to reaching the end of service (eos). The issue was resolved at the time of the report, and surgical intervention occurred with the replacement of the extension wire. The healthcare professional has no further information on this event.  No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that it's unknown if the battery reached the eos based on the patient's settings/usage. The device was returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 08-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.